Event description:
Received e mail from a patient who wrote, " I have now had two infections due to irritation caused by small tear." Multiple attempts to contact this patient for additional information were unsuccessful. The literal meaning of the term "infection" is not known ant it is not known if the patient sought medical care. Since the term "infection" can be indicative of a serious injury , this is being reported as a worse case scenario.